Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-03426 and 3005099803-2010-03428 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and a soloist single needle electrode were used during a foot rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console displayed an error (e02, e03) message. The grounding pads were adjusted, but the error did not clear. The physician then attempted to use a second electrode. However, the same errors recurred. At this time, the physician aborted the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight are unknown. (B)(4) - the reported event of generator error message. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted with ease. When extended the array tines were undamaged and had uniform spacing. Continuity of current was confirmed with the electrode, the array, and the cord which is indicative of proper device connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. However, information received noted that the device was used to ablate bone in the foot. The rf generator and leveen electrode directions for use (dfu) describe the general indication of soft tissue ablations with a specific indication for liver ablation. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-03426 and 3005099803-2010-03428 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and a soloist single needle electrode were used during a foot rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console displayed an error (e02, e03) message. The grounding pads were adjusted, but the error did not clear. The physician then attempted to use a second electrode. However, the same errors recurred. At this time, the physician aborted the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.